Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump recommended a larger than expected bolus. Customer did not deliver the larger than expected bolus. During troubleshooting it was found that the pump carbohydrate ratio was set incorrectly. Tandem technical support guided the customer through adjusting the pump carbohydrate ratio. Customer had elevated blood glucose (bg) levels (262 mg/dl). Customer was able to successfully deliver a bolus.